Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the stapler was able to fire, however, when the device was removed, the staple line was found open. To resolve the issue, the tissue was re-stapled. A new reload was opened and used together with the same handle to complete the case. There was no patient injury.